Manufacturer narrative:
This case is a duplicate of pr (B)(4) with MDR #3030677-2019-00837 and will be closed. The investigation is pending and will take place on pr (B)(4) with MDR #3030677-2019-00837 .

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Please see correction to previous notation below: this case was previously reported on (B)(4) with MDR# 3030677-2018-01060. Device was not returned for investigation.